Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with a stopcock attached to the hub. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 78cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the shaft break was more or less than 60 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick² catheter balloon was selected to dilate the lesion. During advancement, it was noticed that the shaft was broken.

Event description:
It was further reported that the shaft break was more or less than 60 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).